Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured 1 time be cause the valve placement was shallow. Following implant of the valve, a post-implant balloon aortic valvuloplasty was performed using a 22-millimeter (mm) non-medtronic (vacs3) balloon for the "purpose of firmly pushing and spreading the frame". Subsequently, mild paravalvular leak (pvl) was observed. 7 days following implant of the valve, the mild pvl remained with a mean gradient of 19 millimeters of mercury (mm hg). 1 year following valve implant, the pvl resolved, and the mean gradient improved to 6 mmhg. No adverse patient effects were reported.